Manufacturer narrative:
The device was received contaminated with blood, and could therefore not be evaluated. Visual inspection through the bag was attempted, but the reported issue could neither be verified nor refuted due to the nature of the sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set leaked at the connection point of the y-site/tubing. This was identified during use on a patient. It was further stated that when the nurse required blood sampling from the red lumen of the PICC line (peripherally inserted central catheter) ¿using the double stopcock method¿, no irregularities were noted during aspiration of blood. However, when the nurse attempted partial return of the drawn blood, leakage was observed at the y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.